Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced a stoma site infection and was prescribed augmentin. Ooze and redness continued. The patient was prescribed another unknown antibiotics and finished the course on (B)(6) 2023. Some improvement was noted, but ooze and redness remained. On (B)(6) 2023, a culture was taken from the stoma site, the result is not known.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.